Event description:
On november 12, 2009, the lay-user/pt contacted lifescan alleging an unspecified error message issue with a one touch ultra meter. The medical surveillance specialist (mss) was unable to contact the pt by telephone on 2 separate days in order to obtain/verify info. A letter was mailed to the pt asking her to call the mss back. It is unk what date/time the alleged issue began. The pt claimed, however, that on an unspecified date/time after the alleged issue began, she developed symptoms of dizziness, blurred vision, and a headache. While on a trip to columbia, the pt claimed that she received unk treatment from an emergency room (ER) due to the alleged meter issue. The pt's blood glucose was reportedly tested on an ER/hospital meter and an unspecified result over "300 mg/dl" was allegedly obtained. It would have been helpful to known the following info: the pt's testing frequency, her medication and diabetes management regimens, what estimated date/time the alleged issue began, and what estimated date/time the alleged symptoms developed. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, and what treatment she received from the ER. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.